Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported for left side record, the device was removed due to "recurrent capsular formation (baker grade unknown) with pain symptoms", and the "release of silicone particles". Patient's representative also reported non-device related events as follows: "general malaise and joint complaints", "increase in allergies", and "asia syndrome". The device has been removed and not replaced.